Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving sufentil (unknown concentration, dose 19.something mcg/day) via an implantable pump for spinal pain. Patient stated that her pump is through (B)(6) had made it impossible for patient to get refills, pump and catheter replacements. The patient moved to (B)(6) since her case manager stated it would be easier but (B)(6) made it so hard on the health care professional that he dropped her. Patient moved back to (B)(6) but the doctor would not take her due to insurance. The pump had been empty since (B)(6) 2016 and she needed help. There were no symptoms reported. It was noted that the patient did not currently have a managing doctor. The patient was provided with physician locator listings

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.